Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect reported have not been received for evaluation at the time of this report. Based on the lot 470177 provided for which the device history record resides at (B)(4), the nuevo laredo lot numbers for component tfx-001743 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective actions can be established. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "it was reported that bubbling from sterilized water could not be confirmed during use. (The flow rate was set the range from 0.5 to 1.0 l/min.) Therefore, a new unit was used, but the same issue recurred". (First event captured in companion report 1417411-2018-00033) there was no patient injury reported. Customer reported the patient condition as "fine".

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle lot 470177 with an attached 040 adaptor was received for evaluation. Upon visual inspection, there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottles were filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 lpm and no bubbles were observed in the bottle. Upon increasing the air flow, bubbles appeared in the water bottle. Based on the investigation performed, the reported complaint is confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges "it was reported that bubbling from sterilized water could not be confirmed during use. (The flow rate was set the range from 0.5 to 1.0 l/min.) Therefore, a new unit was used, but the same issue recurred". (First event captured in companion report 1417411-2018-00033). There was no patient injury reported. Customer reported the patient condition as "fine".